Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician called with concern of increased threshold and decreased sensing on the right ventricular (rv) lead. There was also intermittent undersensing of r waves, high rv capture threshold and intermittent t-wave oversensing (twos) post ventricular sense. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.